Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking test and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to fill the cannula, rewind again, or start a self-test. The reservoir leaked from the top. He believed insulin got into the reservoir compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.